Event description:
Response to mw5060773. An authorized (B)(4) representative evaluated the table on site at the facility. They found some damage to the hose covers on the table. The top of the leg section was broken in two places. They were unable to duplicate the events that occurred on the facility's report but they determined that the microswitches that tell the table to stop moving when the leg section is about to collide with the table, needed to be replaced. This table is over 10 years old. (B)(4) recommends an inspection on these microswitches every 7 years. We requested the service and preventative maintenance records but have not received them yet. It cannot be determined that the table was maintained per the OEM's specifications.